Event description:
The irrigation pinch valve on this unit stuck closed during an ophthalmic procedure. In addition, the unit reset itself while in the phaco mode. The procedure was able to be completed.